Event description:
On (B)(6) 2015 a perceval 27/xl was implanted in the patient due to an aortic valve stenosis and insufficiency. Seven months later a perivalvular leak was detected. It was decided to explant the perceval valve. The night before the scheduled avr surgery the patient developed a av block iii that required a short reanimation and temporary pacemaker implant. On (B)(6) 2016 the perceval valve was explanted and a crown valve size 25 was implanted. During the perceval explant it was reported that the valve was intact but it showed a perivalvular kinking between the right coronary leaflet (rcl) and the non coronary leaflet ncl. It was also reported that before the crown implant an annulus decalcification was performed. During the same surgery a pacemaker was implanted.

Event description:
The manufacturer was notified on 23 feb 2016 that a perceval implanted on (B)(6) 2015 showed a severe perivalvular leak. The valve was explanted on (B)(6) 2016 and it was replaced with crown size 25. Update from sales (mar 1 e-mail): patients age: (B)(6), gender: male, diagnosis: ai 2-3; z.n. CABG 7/15 av- block 3&#842;; z.n. Ake 7/15. Euroscore: 11. Indications: the patient showed a big paravalvulares leakage with a dilatation of the left ventrikel. Reanimation at night before reoperation. Kidney failure, thrombotzytopenie bypass time: 168 min; cross clamp time: 89 min; new implantation with crown size 25; patients outcome: patient got an iabp after operation.